Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. The event may have been an unknown date in (B)(6) 2016. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown surgical procedure on an unknown date, as the surgeon was squeezing the reduction forceps with serrated jaw, a piece of one of the serrated jaws broke off near the edge where it meets the other serrated jaw. A fragment was generated. The fragment was easily retrieved without additional medical intervention required. Another reduction forceps with serrated jaw was immediately available for use. There was no surgical delay or patient harm reported. The surgery was completed successfully. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A service history evaluation/review was attempted. The investigation of the complaint articles has shown that: no service history review can be performed as part number 399.051 with lot number(s) t945734 is a lot/batch controlled item. The manufacture date of this item is 26-may-2010. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (reduction forceps with serrated jaw 240mm-speed lock, part number 399.051, lot number t945734). The subject device was returned for the complaint condition that a piece of the serrated jaw broke off interpretatively resulting in the generation of a fragment which was able to be retrieved from the patient. The returned instrument was received with approximately 5mm of a distal jaw sheared off. The sheared off tip piece was not returned for evaluation. The rest of the device appears to be in good condition with minor signs of wear and tear. No definitive root cause can be determined. This complaint is confirmed. Whether this complaint can be replicated is not applicable as the device is already broken. A visual inspection, device history record (DHR) review, complaint history review, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. The design history was found to not impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.